Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose caused by the flu. Customer¿s blood glucose level was unknown. Customer verified serial number and advised was still wearing his insulin pump while in the hospital. Customer stated he was better now and should be going home today. Customer declined transfer to tech support. The insulin pump will not be returned for analysis.